Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported dates, the patient was treated with unspecified intraperitoneal antibiotics for two weeks (medication, dosage, frequency, and specific dates of duration not reported) for the peritonitis event. At the time of this report, treatment with the antibiotics was ongoing. Dianeal therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not cleaning them self properly after bowel movements and the germ was related to this. The patient was treated with fortaz (dose, route, frequency and duration not reported). It was reported the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.